Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - femur. Medical records provided were reviewed and the reported event was confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. D10 - concomitant devices - persona partial knee articular surface left medial size c 10mm catalog #: 42518200310. Lot #: 64157519, persona partial knee cemented tibial component size c left medial. Catalog #: 42538000301. Lot #: 64468722, biomet bone cement r 1x40. Catalog #: 110035368. Lot #: 004aac2502.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left unicompartmental knee arthroplasty revision to address medial collateral ligament sprain, continued pain and ligament instability following a fall approximately nine (9) months post-operatively. Initial operative notes noted no intraoperative complications. Revision operative notes noted the patient had worsening pain, increasing functional limitations and there was a concern for ligamentous instability. No intraoperative complications were noted. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona partial knee femur size 1 catalog #: ni lot #: ni. Unknown persona partial knee vivacit-e polyethylene articular surface 10mm catalog #: ni lot #: ni, unknown persona partial knee tibial tray size c catalog #: ni lot #: ni, unknown bone cement catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02240 h3 other text : investigation incomplete.